Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. This was rv lead was surgically abandoned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).